Manufacturer narrative:
The unit was received with cracked casing at a display window corner, cracked battery tube threads, broken reservoir tube lip, and a missing reservoir tube o-ring. The test reservoir would not lock properly inside of the reservoir tube.

Event description:
The customer reported via phone call that the reservoir compartment on her insulin pump was getting loose. The patient's blood glucose at the time of incident is unknown. The customer was unaware of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.